Event description:
It was reported by svc report that the scale is not accurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell and scale board malfunction.